Event description:
Home pt (hp) reports calling baxter technical service center for assistance after noting hp was connected to homechoice device during prime. Hp was assisted in ending treatment early and was instructed to contact rn. Unit rn reports hp contacted unit the following morning and reports no pt injury or medical intervention required as a result of incident.